Manufacturer narrative:
The pipeline flex device was returned for analysis. As received the device was found outside of the microcatheter. The pipeline braid was not attached to its pushwire; therefore the distal and proximal ends of the braid could not be determined. The pipeline braid was found fully opened with severe fraying on one end and moderate fraying on the other end. In addition, the tip coil and distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pushwire was also found to be bent at 85.0 cm from the distal tip coil. No other anomalies were observed. Based on the analysis findings, the clinical observation could not be confirmed. We are unable to definitively determine the cause of the event. In addition, we are unable to determine the cause of the damaged braid, tip coil, distal hypotube or pushwire. As per the instructions for use (IFU): ¿if high force or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance. Remove the device and micro catheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Note: suspect medical device brand name = pipeline flex w/shield technology, model # = ped2-400-16.

Event description:
Medtronic received information that the during treatment of a syphon aneurysm the pipeline device did not open. It was reported that device was attempted to be deployed distally and was pulled back as it started to deploy distal to the aneurysm. It was noted that resistance was felt during advancement of the device. The physician attempted to resheath the device an unknown number of times and the device then became stuck within the microcatheter. The patient was successfully treated with another device. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.